Event description:
Affiliate reports that the siphon guard was broken and needed to be replaced. The siphon guard was connected to a valve of another company's product.

Manufacturer narrative:
Historically for complaints of this nature, visual examinations of the returned valves have found cuts or tears in the silicone housing caused by contact with sharp instruments during a surgical procedure of bending of the silicone housing during an implant or explant procedure. Reviews of the device history records have found no discrepancies. The instructions for use that accompanies the valves caution that care should be taken in handling the valves as silicone has a low cut and tear resistance.